Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose at the time of event was 25 mg/dl. The customer treated with insulin drip, potassium and fluids. It was unknown that customer was use auto mode at the time of high blood glucose. The insulin pump will not be returned for analysis.